Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the device was fired with no cartridge present. The knife moved forward and the renal artery and vein were cut and the case was converted to open. The device did not lock out when the cartridge was not loaded. The patient lost an unknown amount of blood, but has received six units rbcs and is stable.

Manufacturer narrative:
Date sent: 05/20/2008. Information anticipated, but unavailable at this time.